Event description:
It was reported to boston scientific corporation that a gold probe¿ was used in the stomach during an egd (esophagogastroduodenoscopy) procedure performed on (B)(6) 2013. According to the complainant, during the procedure the gold probe failed to cauterize a non-bleeding arteriovenous malformation (avm). Furthermore, it was reported that the avm started to bleed due to the pressure exerted by the device. The defective probe was removed and another gold probe was used to resolve the bleed, thus completing the procedure. There was no visible damage to the complaint device or its packaging. The device was not tested prior to use. The patients' condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no other complaints exist for the specified batch. A visual examination of the returned device showed no anomaly. An electrical evaluation was performed, which included load and isolation of electrode tests; the device passed both tests. Complaint not confirmed, the product returned showed no evidence of either the alleged issue or any defect which could have contributed to the event.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a gold probe was used in the stomach during an egd (esophagogastroduodenoscopy) procedure performed on (B)(6) 2013. According to the complainant, during the procedure the gold probe failed to cauterize a non-bleeding arteriovenous malformation (avm). Furthermore, it was reported that the avm started to bleed due to the pressure exerted by the device. The defective probe was removed and another gold probe was used to resolve the bleed, thus completing the procedure. There was no visible damage to the complaint device or its packaging. The device was not tested prior to use. The patients' condition at the conclusion of the procedure was reported to be stable.